Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent to a proximally occluded circumflex. Following pre-dilatation the stent was placed in the lesion. The physician then applied negative pressure to the balloon. The inflation device was inflated up to 6 atm's. It was reported that a drop in pressure was then felt as a balloon burst had occurred. As the physician was attempting to remove the balloon, the partially inflated stent dislodged off the balloon into the proximal circumflex. The physician then removed the damaged balloon. The displaced integrity stent was deployed using another balloon. A second stent was then deployed into the occlusion to treat the lesion. Pt reported to be fine and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (vessel occluded), (stent embolization), (neg. Purge performed in-vivo). Conclusion: (vessel occluded). Method: film. Device eval: delivery system returned for eval with absence of stent. Stent crimp impressions were evident on the balloon material. It was not possible to pressurize the balloon due to hole in the balloon. Cine images review: the cine images confirm the diseased nature of the target lesion. The vessel was fully occluded and multiple pre-dilatations were completed prior to attempted delivery and deployment of the integrity device. Angiography images of the vessel before and after the ballooning identified the target lesion in mid vessel and this appeared to be resistant to opening. Image also suggested the presence of calcification at the target lesion site. Proximal movement of the partially expanded stent, its subsequent deployment and deployment of another stent at the target lesion was confirmed on the images.